Event description:
This event was captured based on literature review. It was reported that between january 2010 and december 2012, a total of 275 consecutive patients underwent carotid artery stenting. The patients were divided into two groups. The open-cell stent group had a total of 144 patients who received a non-abbott stent. The closed-cell stent group had a total of 138 patients who received an unspecified xact stent. Clinical outcomes were as follows: 1.4 % death; 3.6 % transient cerebral ischemia (tia); 7.2 % periprocedural hypotension; no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report#.